Event description:
Caller reported that t:slim x2 pump battery would not charge, and there was a power source alert 07 in the pump history. Blood glucose level was not adversely impacted. Customer was instructed to plug the wall adapter into a functional outlet for at least 30 minutes to see if the pump would start charging, and a follow-up was scheduled by technical support.